Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/11/2019. Initial visual analysis observed no visual damage or anomalies on the returned device. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30130457m number, and no internal action was found during the review. Concomitant bwi products: thermocool smart touch bidirectional navigation catheter (us catalog # d132705; lot # 30124217m). Carto 3 rmt system (us catalog # fg560000; serial # (B)(4)). Smartablate generator (us catalog # m490007, serial # unknown). (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch¿ bi-directional navigation catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while using the thermocool® smart touch¿ bi-directional navigation catheter (lot # 30124217m) sensor errors 105 and 40 were displayed on the system. The catheter cable was replaced with no resolution. The issue resolved when the thermocool® smart touch¿ bi-directional navigation catheter was replaced with another one. It was then noticed that the patient interface unit (piu) on the carto 3 rmt system has a bent pin on the map port. During the ablation phase with second thermocool® smart touch¿ bi-directional navigation catheter (lot # 30130457m) the patient¿s blood pressure dropped and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and 2 liters of fluid were removed from the pericardial space. The patient was reported to be in stable condition after pericardial drainage and was transferred to the operating room for exploration and open-chest procedure. The patient was moved to the intensive care unit (ICU) for monitoring and was posteriorly extubated. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is ongoing. Transseptal puncture was performed during the case. High impedance occurred, and the high impedance cut-off automatically stopped the smartablate generator. The catheter irrigation was set at 30 ml/min for 45-watt lesion. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 1.5 mm movement with 3 second stability and fot of 25% at 5 grams. The color option used prospectively was time. The customer¿s reported issues of sensor errors and bent pins on the piu with the thermocool® smart touch¿ bi-directional navigation catheter (lot # 30124217m) are not MDR reportable since these are easily detectable by the user. The potential risk that it could cause or contribute to a serious injury or death is remote. The customer¿s reported issue of high impedance with the thermocool® smart touch¿ bi-directional navigation catheter (lot # 30130457m) is not MDR reportable since smartablate generator stopped delivering radiofrequency (rf). The potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the adverse event is MDR reportable.

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with two (2) thermocool® smart touch¿ bi-directional navigation catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase with second thermocool® smart touch¿ bi-directional navigation catheter (lot # 30130457m) the patient¿s blood pressure dropped and cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed and 2 liters of fluid were removed from the pericardial space. The patient was reported to be in stable condition after pericardial drainage and was transferred to the operating room for exploration and open-chest procedure. The patient was moved to the intensive care unit (ICU) for monitoring and was posteriorly extubated. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is ongoing. Device evaluation details: on 5/9/2019, the device evaluation was completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly; the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).